Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803-56 when additional information becomes available. (B)(4).

Event description:
A customer reported the aiming beam was drifting when the surgeon depressed the center pedal. No pt injury has been reported. Additional information has been requested.